Event description:
The customer contact reported that the pump did not sound an audible alarm tone during an alarm condition. In 2006 at an unspecified time, the pump was programmed in the continuous mode to deliver 2750 mg of clindamycin in 100ml of normal saline at a rate of 2.7mg/ml, and the delivery was initiated. No further programming parameters were provided. Next day at an unspecified time during the night, the homecare patient noted the pump display an alarm condition. No audible alarm was noted. It is unspecified if the patient received the full dose. The next morning, the patient notified the office manager at the user facility. During a scheduled office visit that day, the therapy was resumed using a replacement pump. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device passed testing by producing an audible alarm tone during an alarm condition. The device history was downloaded at the manufacturing facility. A review of the history indicates that on 10/09/2006 at 4:50am, the device was powered on. At 4:52am, the device was programmed in continuous only delivery in ml mode, with a delivery rate of 2.7ml/hr, a vtbi of 5000 ml, kvo rate of 5.0ml/hr, container size of 5000 ml, and air sensitivity was off. At 4:52am, the device was powered off. At 5:04am, the device was powered on. At 5:08am, there was a start alarm. Between 5:08am and 5:33am, the silence key was pressed nine times. At 5:34am, the device alarmed for check cassette, the cassette was inserted and the delivery was started. At 12:00am, a date stamp of 10/10/2006 occurred. At 12:00am, a new date stamp of 10/11/2006 occurred. At 5:54am, the delivery was stopped and restarted. Review of the device history indicates that the device delivered as programmed.